Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call failed battery test and display anomaly on the insulin pump. Customer's blood glucose level was 366 mg/dl. Customer advised that the device is giving a failed battery test and then it turns off after some time. Troubleshooting for both failed battery test and display anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.